Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was accidentally turned on approximately six months ago with detections on. There were atrial fibrillation (af) episodes recorded and the battery voltage indicates short longevity. The device was not opened or used and it is still in the box. There was no patient involvement.